Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that his wife experienced high blood glucose. The customer's blood glucose was 391 mg/dl at the time of incident. The customer's blood glucose was 422 mg/dl at the time of call. The customer's spouse stated that his wife experienced thirst, muscle aches and shakes. The customer's spouse performed high pressure test and found no delivery alarm. The customer was advised to change entire set, reservoir and insulin and revert per health care professional's instructions. The insulin pump will not be returned for analysis.